Event description:
Patient reports the medication is so viscous it kept setting off the alarm and the infusion took hours. Patient has requested tubing that is vented. Patient also requested a different type of coban because the current one is making their skin very itchy. Pharmacy did not replace device. Privigen indication: selective deficiency of immunoglobulin g [igg] subclasses. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.